Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after filling the cartridge with insulin. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. Additionally, customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined to further troubleshoot with tandem technical support. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 297 mg/dl.